Event description:
The hospital reported that during a procedure, the patient sustained a perforation. The patient was taken to surgery and was admitted in the intensive care unit for observation. The patient was reportedly doing fine after the surgery.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that there was a burn mark at the tip of the instrument channel located at the distal tip of the endoscope. There were severe dents, scratches noted on the plastic cover. There were severe scrape marks noted on the glue around the objective lens and the light guide lens was shattered and cracked. However, there were no sharp edges noted on the endoscope that could cause the user's experience. In addition, the endoscope was tested for an hour and the image is within the specification. This report is being filed as an MDR in an excess of caution.